Manufacturer narrative:
Medtronic received the following information from the journal article entitled; characterization and outcomes of reinterventions in food and drug administration-approved versus trial endovascular aneurysm repair devices. Alexander s. Fairman, md, grace j. Wang, md, benjamin m. Jackson, md, paul j. Foley, md, scott m. Damrauer, md, venkat kalapatapu, md, michael a. Golden, md, and ronald m. Fairman, md j vasc surg 2018 (67) issue 4 https://doi.org/10.1016/j.jvs.2017.08.058. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted into patients for endovascular abdominal aortic aneurysm repair. The average aneurysm size was 59mm. The following events were reported: serious injury: iliac occlusive disease re-intervention.